Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device went into offline due to a faulty drawer board. A field service engineer narrowed down the issue to enhanced full-height enhanced drawer 6 and replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device was not powering on, and the user had tried unplugging the power cord to fix it, but it was still the same. The customer reported that the station was down for about 4 hours, resulting in delays in patient care and medication administration, since nursing had to utilize other machines in the unit to pull medications. There were no adverse events or injuries reported based on this event.